Manufacturer narrative:
The table was inspected by a trumpf service technician. A defective remote control was identified as the root cause for this event. The remote housing was damaged, the circuit board was uncovered, & the "tilt left" button was visibly defective. The remote control was exchanged and the table was tested for correct functionality. The user manual states that defect parts must not be used. The remote control was used with clear visible damages.

Event description:
The operating table started to move into trend position by itself. It was not possible to stop the movement. The patient was transferred into a bed. No injury reported.